Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site investigation found that the image acquisition system (ias) computer had become corrupted, and the remote desktop could not be accessed. The computer was replaced for this reason. The software was reloaded onto the new computer and the issue was resolved. The software investigation determined that the reported behavior is a known software anomaly. References to this instance have been added to a software anomaly tracking database. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A site representative reported that when the system was turned on, the mobile view station (mvs) and the image acquisition system (ias) were displayed as no connected. The umbilical cable was verified to be connected, and the battery indicator bars were scrolling, indicating proper charging. This occurred outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The suspect computer was not replaced and returned for evaluation as the rep was able repair and confirm that imaging system was fully functional at the site.